Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with it and read the screen. There was no adverse impact on the customer's blood glucose level, remaining within normal range. The customer was informed that technical support would send a replacement pump with updated software, and training would be available through their tandem source account. The customer acknowledged this information, agreed to continue using the current pump as backup therapy, and received instructions on how to put the pump into storage mode before returning it.